Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. Customer insulin pump was not bumped nor dropped or exposed to moisture. Customer was advised to contact sales representative.